Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module.the initial result was 196 mol/l, and the repeat result was 40 mol/l.the questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided.the field service engineer found a damaged tube within the rinse assembly, leading to leakage. The tube was repaired, after which quality control tests were conducted and returned normal results, indicating that the issue was resolved.the investigation determined that the service actions resolved the issue.